Event description:
Additional information received indicated the current of injury was too low during implant.

Event description:
Additional information received indicated that a current of injury issue and high capture threshold were observed on the right ventricular leadless pacemaker following fixation.

Event description:
It was reported that the helix of the right ventricular (rv) leadless pacemaker (lp) became stretched during the implant procedure. The rv lp was explanted and replaced to resolve the event. The patient was in stable condition.